Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable digoxin results on their c502 analyzer. The customer stated the issues started with high results on the low quality control. The low quality control was always run again and the customer ensured they were correct before running patient samples. The patients' samples were initially processed and aliquoted on the customer's modular pre analytics device and then tested on the c502 analyzer. When the results from the c502 analyzer were obtained, the primary tubes were tested on another c502 analyzer. The customer provided data for 183 patients, 33 of which had discrepant results. The first patient's initial digoxin result was 0.55 nmol/l and it was reported outside the laboratory. On (B)(6) 2014, the patient's sample was repeated and the results were 0.04 nmol/l accompanied by a data flag, 0.55 nmol/l, 0.11 nmol/l accompanied by a data flag, and 0.06 nmol/l accompanied by a data flag. Please refer to the attachment to the medwatch for the additional patient results. The discrepant results in the attachment were not reported outside the laboratory as all results were run on both c502 analyzers to ensure the correct results were going to the requesting clinician. There were no adverse events. The digoxin reagent lot number and expiration date were requested but not provided. The field service representative checked and cleaned the sample and reagent probes. He verified the ultrasonic mixer adjustments. He checked the rinse unit and exchanged the vacuum tube of the rinse tubes. He found nozzle 3 was contaminated and cleaned it. The incubator bath was checked. The vacuum and water pressures were checked and ok. He checked the syringe. He checked the solenoid valves and replaced 12 of them.

Manufacturer narrative:
A definitive root cause could not be determined. However, the provided reaction kinetics showed a leap in the reaction curve where no reagent was pipetted and no mixing took place in the cuvette. This was likely related to the adjustments of the ultrasonic mixer. A carry-over effect could be excluded.

Manufacturer narrative:
The field service engineer has adjusted the ultrasonic mixer again. The r2 ultrasonic mixer has been moved approximately 1mm to the side. The customer has not had any additional issues since this adjustment has been made.